Event description:
Customer claims the needle snapped off and nicked the finger while removing needle from holder into sharps container. Body fluids were not infectious. Review of database indicates no other issues with regards to this production lot number.